Event description:
A customer contacted beckman coulter, inc. (Bec) in regards to an erroneously elevated troponin (accutni) result within the risk stratification range generated by access 2 immunoassay system. The result was reported out of the laboratory. Repeat testing produced a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a plasma sample tube with a gel separator, and was centrifuged for 10 minutes at 3500 rpm. Qc was performing within the established ranges at the time of the event. Per customer supplied data, a system check performed by the customer on (B)(6) 2011 passed within instrument specifications. The customer uses 0.03ng/ml as a decision point of accutni assay. Service was on site on (B)(4) 2011. The field service engineer (fse) performed a visual inspection of the instrument to determine that there were no obvious hardware issues. The fse performed a passing high sensitivity system check and a passing precision run within specifications. The fse further verified the instrument for the customer and performed a passing system check within instrument specifications. The fse discussed poor sample handling with the customer as a potential root cause for this event. A definitive root cause for this event has not been determined to date. Note: a related event on (B)(6) 2011 is reported in MDR 2122870-2011-05371.